Event description:
It was reported that the sutures came loose during a rotator cuff repair. The anchor was completely retrieved and another anchor was placed to complete the repair. The surgery was delayed forty five minutes, but no additional adverse consequences were reported from the event. No further patient info is available. This device is used for treatment.

Manufacturer narrative:
The customer's complaint was confirmed. Evaluation revealed the anchor pin that holds the suture in place had broken loose. The anchor sutures were returned in pieces. A definitive conclusion could not be determined from the info available. Device history record review revealed no issues that could have caused this event. This is the third complaint of this type of this part/lot combination.